Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, hematoma was noted to the right groin. Pressure was applied and the heparin drip was stopped temporarily. Blood products had already been ordered for low hemoglobin upon admission and are currently infusing. The patient was diagnosed with respiratory and urinary sepsis and received antibiotic therapy and planned to be diuresed. The patient had swelling to the right groin requiring surgery which confirmed a pseudo-aneurysm. It was noted that although the large bore device did contribute to blood loss, the physician stated it was not the sole culprit as the patient has a history of renal insufficiency and declining hemodialysis. The patient was successfully weaned from support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the reported sepsis and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of sepsis and access site bleed could not be determined as the device was not returned nor sufficient clinical details.